Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. According to our field service engineer, recommendations were given to the customer if the issue persists the nozzle unit should be replaced. No further information has been provided. No information on replaced parts has been received and no logs have been received. Given this, we have not been able to identify any root cause.

Event description:
Manufacturers ref: #: (B)(4).